Event description:
Left total hip arthroplasty; right total hip arthroplasty. Since my bilateral hip replacement surgeries, I have realized something was not correct with them. I have experienced popping, groin and thigh pain, and added to these issues, back pain. Because of the back issues, which were new since the implants, I have had several mris. I was able to complete several mris and several had to be stopped during the testing because of severe pain, vibrations, pulling and hip area "heating up". I have been informed that my hip implants are made of titanium. My understanding from the radiology tech is that he was never seen these issues before and my conversations with a metallurgist are, that titanium would not produce these issues during an MRI. The only way this could occur is if they were made of some other metal. I am aware that stryker has had some recalls and my hips were done during that recall period, but my hips are metal on ceramic and not metal on metal. I have contacted stryker three times and provided them with documentation and the only thing they could tell me after 1 1/2 years was that my hips were not a part of my recall. After years of these issues, my personal physician has recommended the implants need to be removed but I am unable to locate a physician to perform the revision. I am only (B)(6) and have struggled with these chronic issues which have affected my overall health and my quality of life since they were implanted. I am out of ideas on how to proceed and was writing to see if you can provide me with any options or info.